Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the jaws in the closed position and with the handle seam broken; the firing mechanism was noted jammed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder link was out of its intended position leading to the jamming of the firing mechanism. However, it could not be determined what may have caused the findings.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the event occurred before the target tissue was clamped, so there was no adverse consequence to the patient.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw began not to open at the third firing. Another device was used to complete the case. There were no adverse consequences for the patient.